Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 89 mg/dl at the time of incident. Customer stated that the insulin pump buttons were hard to press. No significant events leading to keypad anomaly were observed. Customer declined keypad anomaly troubleshooting. Customer also reported issues with the sensor and received a sensor updating and sensor change alarms. Customer had a low battery alert and troubleshooting was performed and completed. The insulin pump is not expected to return for analysis.